Event description:
Upon receipt of the recall packet the customer notified the firm that they had a delaminated mattress.

Manufacturer narrative:
Upon review of the pictures of the mattress sent from the customer the urethane cover bubbled at the center of the mattress exposing the foam of the mattress. A new mattress was sent out to the customer on (B)(4) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action. See scanned pages.